Event description:
The reporter stated the surgeon loaded a 12.6mm micl 12.6 implantable collamer lens with no problem but when the lens was inserted, it flipped and went into the patient's eye upside down. The lens was removed with no patient injury and the backup lens was implanted with no problem.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; unintended movement; torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).